Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care professional reported that, during thyroidectomy case they had issues with both nim machines. Vocalis one was running the entire case/ beeping in the background. When they did the electrode check, it was buffering and never checked green on the screen. After changing out both machines, the electrodes, and the nim et tube on a difficult to intubate patient, it was still going off. They also mentioned it was stimming positive when probe was not near a nerve. Stim was being delivered, the machine was delivering both visual and audible indicators throughout the case. Facility tried to provide trouble shooting support through out the case over facetime, but was unsuccessful in fixing the issue. The procedure has been extended 20 mins and normal monitoring was able to be continued after switching out the machine for another nim vital. There was no patient injury related to the event.